Event description:
It was reported to philips that the device's display was not working. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.